Manufacturer narrative:
(B)(4).

Event description:
It was reported that therapy has not been effective since 2 months post implant. It was also indicated that patient called representative on the day of this call and stated therapy not working. The patient appointment was scheduled on (B)(6) 2015. It was later reported on (B)(6) 2016 that the patient was seen in the health care provider's office in (B)(6) on (B)(6) 2015. The impedance on her device were all greater than 4000. She was scheduled to have a revision on (B)(6) 2016. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3889-28 lot# va0pc4h serial# implanted: 2014 (B)(6) explanted: 2016 (B)(6) product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient's device came out of the pocket and the interstim wasn¿t working well and the lead became disconnected. Patient reported the she met with the rep and he did a device check and increased stimulation to the highest level and didn¿t feel anything and this was how it was discovered that the lead had become disconnected. Patient also reported that when she had this system replaced they weren't able to get the first lead out and had to leave it in the body and patient stated she was not sure but it was probably scar tissue around it. The patient thinks it was sometime earlier in the year of 2016/months prior to the replacement procedure.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0pc4h, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead; product ID: 3889-28, lot# v521988, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that there were 2 occurrences. Initial lead in right side left in place when stimulation was removed from right side and a new one placed on left side. On the left side the lead disconnected/not effective and that one was removed and stim removed and a 3rd stimulator placed - being the 2nd one on left side. The action taken was on the left side, lead and stimulator removed and a new one was placed. It was unknown what was the cause of ineffectiveness. The patient weight was noted as (B)(6).